Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support, who also assisted in resetting the pump. The malfunction did not recur afterward, and the customer continued to use the pump for insulin therapy.